Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient also mentioned they were treated for an infection over the weekend. As a result of what was reported, they were advised to contact their healthcare provider (hcp) for medical advice or if they had questions about their health. No device issue was reported and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. When asked if the infection was related to the device/therapy, the hcp responded by crossing out the word "infection", writing "flank pain", and answering "yes". The hcp added that the patient went to the emergency room (ER) and was discharged the same day. A follow up symptom was completed on (B)(6) 2018 for implantable neurostimulator (ins) placement. No further patient complications have been reported as a result of this event.